Event description:
Bd insyte autoguard 20g IV catheter needles identified having malfunction safety mechanism, causing it to retract too slow, get caught on catheter or not retract at all. Facility internal recall on identified lot #4304285. Reported twice during use, tested 5 and all 5 were slow to activate and one did not activate at all. Reference reports: mw5170022, mw5170023, mw5170024, mw5170025.